Event description:
Additional information received stated that at the end of september when the patient blacked out he ¿got too much medicine to the brain¿ that ¿could have been¿ from the pump ¿malfunctioning.¿ the patient did not remember anything that happened. It was noted that when the patient was found he was ¿laying on the floor flopping like a fish out of water.¿ the patient¿s pump was checked at the hospital and was found to be working ¿fine.¿ the seizure previously reported was referring to the event in september, not december. The patient did not realize who he was, what the year was, or who his family was. It was noted that the patient did not get ¿brain function back¿ until the end of november. Later, the patient experienced swelling from the back all the way to the pump. The patient ¿kept getting spinal headaches, real bad migraine spinal headaches.¿ the patient was sensitive to light and wasn¿t able to lift his head because it pounded so hard. The patient then went in for his (B)(6) 2012 refill. It was noted at that refill that the ¿catheter wasn¿t working.¿ the health care provider did a ¿catheter purge where he stuck a syringe in there and made sure that there was medicine going through the catheter. He pulled it back and it was filled with nothing but air.¿ the health care professional was unable to aspirate from the pump. It was at this refill that the ultrasound was taken that found the ¿gel mass.¿ it was noted that the mass was right over the patient¿s left kidney on the backside. It was also referred to as a cyst or ¿congested mass.¿ it was also noted that the patient was not ¿getting anything into the pump.¿ ¿the pain medication was going under the skin instead of into the spine.¿ in relation to the ¿periodic jolts¿ all over the patient¿s body, the morphine ¿seemed to break away every once in a while on the fat tissue¿ and gave the patient ¿a big ass jolt¿ like he was hit with a lot of pain killer. Warmth went through the patient, followed by nausea and ¿the woozy dizziness¿ felling. Then the feelings went away. This was periodic. In was unclear when these symptoms first started. The patient was currently not getting any pain relief. The patient was getting pain in between the skin and the fat tissue. He was still hurting, still getting sick, and still getting ¿brain fuzziness.¿ the patient¿s heart rate was noted as 144 and his brain was ¿wacky.¿

Event description:
It was reported that the patient's pump was filled on (B)(6) 2011. By the end of (B)(6) the patient was "sick and blacked out for two weeks". When the patient awoke on (B)(6), he was in the hospital. Per reporter the patient experienced "periodic jolts all over his body" and suffered memory loss and disorientation after blacking out. Per reporter the "pump failed for last 3 months". In (B)(6) 2011 the patient suffered from a seizure that caused him to miss his (B)(6) refill. The patient had "emergency" refill by another hcp on (B)(6), 2012. That hcp took a diagnostic ultrasound and told the patient he had a "gel mass at his catheter" that was causing the medication to move along his spine and puddle around his pump. The patient experienced swelling from back to pump and headaches. Per reporter, the hcp attempted to aspirate from the cap but was unable. The plan was to either fix or explant the pump; the patient wanted the pump fixed. The patient was looking for a physician to manage their care. The pump was delivering morphine.

Manufacturer narrative:
Catheter model 8731 lot# b003046n38 implanted: 2003/(B)(6) explanted: unk, catheter model 8703w lot# l56471 implanted: 1999/(B)(6) explanted: unk, pump segment revision kit model 8596sc (B)(4) implanted: 2008/(B)(6) explanted: unk.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).